Event description:
During laparoscopic nephrectomy, endoclip model 176630, lot number n1d0137 fired, but would not release from tissue. Endoclip had to be cut free from tissue. Used during surgery (B)(6) 2011.